Event description:
It was reported that the sales representative was performing an integrity check on this cardiac resynchronization therapy pacemaker (crt-p) from programming minute ventilation (mv) on. Low pacing impedances were observed on both the right atrial (ra) and right ventricular (rv) channels measuring less than 200 ohms. Technical services reviewed and found a stored signal artifact monitoring (sam) episode and determined both leads showed mv oversensing. At this time, the system remains in service. No adverse patient effects were reported.